Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. Pump error found in the pump history. Problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump received pump error. Customer was able to clear error and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.